Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker implant. During the procedure, it was noted that the right ventricular lp was not properly fixed to the tissue, resulting in the need for repositioning. Upon removing the lp from the patient and inspecting it, a distended helix was observed. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the outer helix length was out of specifications, consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.